Manufacturer narrative:
Concomitant product: addrl1 ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular lead had increasing impedance and increasing threshold and was programmed to unipolar. The lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.